Event description:
Dexcom g6 sensor inaccuracy: 10:10am g6 reading 105, 10:15am g6 reading 101, 10:20am g6 reading 100. Compensated for low at this point. 10:25am g6 reading 117, just jumped way up like "profanity" double-check via finger stick at 10:25am and blood glucose is 130! I ought to not have compensated for a low blood sugar because I probably was just perfect sitting in the 130's when dexcom is saying 100 and dropping. Didn't calibrate because that is within the mard(mean absolute relative difference), yet I ought to have calibrated at 100 because the piece of garbage obviously was not reading accurately and now I get to fight a high because of this "profanity.